Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a pocket pain. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible ipg. No device malfunction was suspected. The patient was doing well postoperatively and the explanted ipg will not be returned.